Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial (30 day) medwatch, additional information was received stating that the 2.0x15mm xience alpine stent simply failed to cross the proximal circumflex (cx) coronary artery lesion. Deployment was not initiated; therefore, the device did not fail to deploy. The device was removed without reported issue and discarded. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device will not return. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a xience alpine stent failed to deploy in the heavily calcified, coronary artery lesion. Reportedly, the failure to deploy was due to a small vessel diameter and heavy calcification. The stent was not implanted and the device was removed without reported issue. No other stent was implanted. There was no adverse patient effect or a clinically significant delay in procedure reported. There was no additional information provided.